Event description:
Device malfunction: device #2, balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in an unspecified, severely calcified vessel the agiltrac balloon ruptured at 3-4 atm, below rated burst pressure, during the first inflation. The balloon was entirely removed without difficulty. A second agiltrac balloon was attempted with the same results. There was no adverse pt effect. Though requested no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record found no non-conformances associated with this lot. The device #1, agiltrac part# 1010061-100, lot# 8040851 is being filed under medwatch manufacturer. # 3004742046-2008-00151.